Event description:
A visiting nurse called on behalf of the customer. He alleged that the customer received a blood glucose reading of 500 mg/dl using her contour meter, compared to another meter that read 200 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.